Event description:
Drug being administered was penicillin IV. The rate was 30ml over 6 hours with a bolus every 6 hrs and a kvo rate of 0.6ml/hour. The pump had not alarmed for high pressure during infusion, however the medication reservoir was full. While attempting to flush the PICC line with ns it was noted the access line was blocked. The pt was required to go to the hospital for installation of alteplase to restore patency to the PICC and to complete the medication infusion. No permanent medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the result of the eval.